Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 8-dh4965 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6) 2018 through (B)(6) 2018, no adverse trend was noted (only pr# (B)(4) in (B)(6) 2018). Given the fact that the cause of the infection cannot be specifically associated to santa barbara manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported "capsular contracture," baker grade unknown, and "they found some bacteria." Patient additionally reported, "major health issues for a few years severe enough that I became unable to work and function;" this event is not device related. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional/changed and/or corrected data : d.1., d.4., d.6., g.1., h.4., h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "capsular contracture," baker grade unknown, and "they found some bacteria." Patient additionally reported, "major health issues for a few years severe enough that I became unable to work and function;" this event is not device related. This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "capsular contracture," baker grade unknown, and "they found some bacteria." This record is for the right side. Device has been explanted.